Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator stopped ventilation and the systems locked out. There was no injury to the patient as a result of the event.

Manufacturer narrative:
Device evaluation: it was reported that the unit passed self-testing. The unit however, was noted to not have yet been returned to use. Information is provided in the future, a supplemental report will be issued.

Event description:
The patient was placed on an alternate ventilator and there was no injury to the patient as a result of the event.